Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +18.0d) was implanted backwards during a patient's primary cataract surgery. The surgeon exchanged the lal+ for another lal+ during the same surgery.